Manufacturer narrative:
Further information was requested but not received. External insulation abrasion was noted at 14.5-14.9 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with lead friction to the device can. This is consistent with the observation from the field of noise.

Event description:
New information received notes that the atrial lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00601. It was reported that when the pacer dependent patient presented at a follow-up in-clinic, lead noise was observed on both the right atrial and right ventricular leads. The noise was reproducible. The right ventricular lead was explanted and replaced while the right atrial lead remained implanted and monitored. The patient was stable before and after the procedure.